Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and observed bubbles in the buffer syringe. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
A customer from (B)(6) reported the generation of erroneous high na (sodium), cl (chloride) and k (potassium) patient results on their au480 analyser. The results were not released from the laboratory and there was no report of change to patient treatments. Quality control (qc) was within their established range before and after the event.